Event description:
Related MFR report: 3006705815-2020-02066. It was reported the patient's scs percutaneous leads were replaced with a surgical lead due to ineffective stimulation therapy.

Event description:
Related MFR report: 3006705815-2020-02068.

Manufacturer narrative:
The leads were cut due to the explant procedure. Full functional test could not be performed due to the device being incomplete.